Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and nausea. The customer¿s blood glucose level was 600 mg/dl at time of incident and treated with manual injection and other blood glucose level was 338 mg/dl. Customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at the time of high blood glucose level. Customer reported that they have not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer reported that the insulin exited at the quick release. The devices will not be returned for analysis.